Manufacturer narrative:
Clinical review: there is a temporal relationship between pd therapy utilizing the liberty select cycler and the cycler set and the patient event of peritonitis with subsequent hospitalization and transition to hemodialysis (hd). However, there is no documentation in the complaint file to show a causal relationship between the peritonitis and use of the liberty select cycler and cycler set. Additionally, there is no allegation of a device malfunction or deficiency or cycler set defect reported for this event. Although the cause of the peritonitis is unknown, pseudomonas peritonitis is related to contamination and often associated with infection of the pd catheter. This is supported by the report of the patient having the pd catheter removed and transitioning to hemodialysis. Based on the available information and no allegation of a malfunction, deficiency or defect, the liberty select cycler and cycler set can be excluded as the cause of the patient¿s peritonitis. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported that a patient was experiencing symptoms of peritonitis for several days. The patient was admitted to the hospital on (B)(6) 2020 and diagnosed with peritonitis. The patient¿s pd catheter was removed. Additional information was obtained through follow-up with the pdrn. The patient started to have symptoms of nausea, vomiting, abdominal pain, and anorexia on (B)(6) 2020. The patient presented to the hospital on (B)(6) 2020 and was admitted with a diagnosis of peritonitis. A pd effluent culture was obtained on the same date and resulted positive for pseudomonas (species not provided). The patient was initiated on antibiotic therapy with cefazolin and then switched to cefepime (route, dose, frequency, and duration unknown). The patient¿s pd catheter (not a fresenius product) was pulled on (B)(6) 2020 and the patient transitioned to hemodialysis (hd). The patient was discharged on (B)(6) 2020 with cefepime to be administered with in-center hd treatments with 2g/23g for three weeks. The pdrn did not have the patient¿s hospital records to provide any additional information. The cause of the peritonitis is unknown. The patient denies any contamination or break in aseptic technique. No further information was provided.